Event description:
A healthcare facility in the netherlands reported via a fisher and paykel healthcare (f&p) field representative that the tubing of an opt964 optiflow + duet asymmetrical nasal cannula was found damaged during patient use. The healthcare facility further reported that the patient experienced a desaturation. F&p have requested further information; however, no further information has been provided to date. F&p will provide a follow-up report upon completion of the investigation.

Manufacturer narrative:
(B)(4) d4: complete device identification information was requested but has not yet been provided by the healthcare facility. F&p has requested for the complaint device to be returned for evaluation, and for further information regarding the reported event. F&p will provide a follow-up report upon completion of the investigation. Product background: the opt964 optiflow + asymmetrical nasal cannula is a nasal cannula patient interface for delivery of humidified respiratory gases, including those who are receiving nasal high flow therapy (nhf). The cannula consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). This allows the device to be light weight and durable. The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Optiflow + interfaces are designed for use with the airvo series humidifiers and are also compatible with the f&p mr850 and 950 humidification system devices. Optiflow + interfaces are intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. Optiflow + interfaces are not intended for life support and appropriate patient monitoring must be used at all times.

Manufacturer narrative:
Corrected data: b4, d5, d9, g3, g6, h2, h6, h11. (B)(4). D4: complete device identification information was requested but was not provided by the healthcare facility. Product background: the opt964 optiflow + asymmetrical nasal cannula is a nasal cannula patient interface for delivery of humidified respiratory gases, including those who are receiving nasal high flow therapy (nhf). The cannula consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). This allows the device to be light weight and durable. The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Optiflow + interfaces are designed for use with the airvo series humidifiers and are also compatible with the f&p mr850 and 950 humidification system devices. Optiflow + interfaces are intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. Optiflow + interfaces are not intended for life support and appropriate patient monitoring must be used at all times. Method: the subject opt964 optiflow + asymmetrical nasal cannula was not returned to f&p for evaluation. F&p's investigation is based on the information and photograph provided by the healthcare facility, previous investigations of similar complaints, and f&p's knowledge of the product. Results: visual inspection of the provided photograph provided by the healthcare facility revealed that the tubing of the subject opt964 optiflow + asymmetrical adult nasal cannula was torn near the 3-way connector. F&p has made multiple requests for further information such as device details, sequence of events, and patient information; however, no further information has been provided from the healthcare facility. Conclusion: f&p's investigation was unable to determine the exact cause of the observed damage to the subject opt964 optiflow + asymmetrical nasal cannula. Based on f&p's knowledge of the product the tubing was likely subjected to excessive force. F&p's manufacturing controls for the optiflow + tubing include inspections during production for visual defects including cracks, tears, moulding defects, contamination, inclusions, discoloration and stretching or deformation. The subject opt964 optiflow + asymmetrical nasal cannula would have met the required specifications. The user instructions which accompany the opt964 optiflow + asymmetrical nasal cannula show in pictorial format the correct placement and fitting of the cannula, including ensuring the head strap clip and the tubing clip are appropriately attached. The user instructions also state: - "this device is not intended for life support. Do not use on patients who cannot tolerate a brief interruption of therapy, to avoid serious injury or death." -"failure to use the setup described above can compromise performance and affect patient safety." - "do not allow the prong(s) to seal in the nares. Occlusion may result in nasal injury." - "do not crush or stretch tube, to prevent loss of therapy." - "appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." - "failure to use the set-up described above can compromise performance and affect patient safety."

Event description:
A healthcare facility in the netherlands reported via a fisher and paykel healthcare (f&p) field representative that the tubing of an opt964 optiflow + duet asymmetrical nasal cannula was found damaged during patient use. The healthcare facility further reported that the patient experienced a desaturation. F&p has made multiple requests for further information such as device details, sequence of events, and patient information; however, no further information has been provided from the healthcare facility.